Event description:
The user facility reported that the angio-seal anchor could not be released. Additional information was received on 2022may24: instead of using the vcd, manual compression was applied. Bed rest was prolonged from 2 to 6 hours. The patient had no complications and is okay. Additional information was received on 2022june03: a 6fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and procedure was with an ultrasound. There were no issues with insertion, deployment, or withdrawal of the device. The patient was in stable condition. The blood loss greater than 250cc's. There was no other equipment or other devices used with the involved product.

Manufacturer narrative:
Patient identifier: requested, not provided, date of birth: requested, not provided, ethnicity: requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted, health professional: requested, not provided, occupation: requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 08 jun 2022: the procedure that took place prior to angio-seal use was a regular percutaneous transluminal angioplasty (pta) of the right leg with antegrade puncture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor and collagen were deployed from the device; however, the suture broke during deployment testing. The carrier tube hub was subsequently opened to further inspect the spool of suture, and the spool was found to have been coated in dried blood. Deployment testing was continued by attempting to pull the suture manually, however, the suture broke and was unable to be fully deployed. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).